Event description:
This rv lead was implanted on (B)(6) 2006 and remain implanted at this time. A call was placed to technical services on (B)(6) 2016 stating that this lead has had prior out of range measurements since (B)(6) 2016. Discussed programming on the options red alert for signal noise detected. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).